Event description:
A malfunction was reported on the pump by the caller, but there was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions on resetting the pump, and the caller was assisted in performing the reset. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support again if the issue reappeared.